Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that pump would not charge after shutting down approximately a week earlier due to low battery power. There was no impact to the customer's blood glucose level. Customer indicated back up insulin would be used for diabetes management.